Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2012. During insertion of the device, the plastic needle bent. The physician noted the damaged end of the needle when the needle came out of the skin incision. The procedure was completed with the same device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The product was used and the location of the bend in the needle suggests that the guide was reintroduced through the needle causing it to bend in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.